Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that they were having adt (admit, discharge, transfer) issue. There was no patient incident.